Event description:
The customer contact reported air in the tubing distal to the filter. The extension set was connected to a primary tubing set to deliver an unspecified volume of tpn, at an unspecified rate via a plum pump. It was reported that after less than 48 hours in use, the nurse noted an unspecified volume of microbubbles distal to the filter of the extension set. No air was delivered to the pt. It was reported that after an unsuccessful attempt to remove the air from the tubing set, the nurse replaced the tubing sets and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).